Event description:
The customer reported that they got a "no shock delivered" message during a resuscitation attempt.

Manufacturer narrative:
H.3. And h.6. Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation.